Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01768. The hospital disposed of the device.

Event description:
The patient was undergoing a microneurosurgery procedure treating an intracranial hemorrhage (ich) using apollo wands (wands). During the procedure, while using the wand, the physician noticed there was a leak at the hub of the wand and it became clogged and unusable. The wand was therefore removed and the procedure was continued using a new wand. The physician reported that although the new wand was leaking as well; it was successfully used to complete the procedure. There was no report of an adverse effect to the patient.